Event description:
It was reported that the right side part that is connected to frame that front rigging goes into broke off of the 4v86flr wheel chair. Tbm (B)(6) advised dealer stated setting up chair to go out to patient and part broke. Tbm could not provide any further information.